Event description:
It was reported that the customer was hospitalized due to blood glucose levels greater than 500 mg/dl. Troubleshooting was performed, and the insulin pump had the wrong time and date. Assisted with the correct programming. Found no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests, nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.